Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise and high pacing impedance measurements. Programming changes were made and the clinic will continue to monitor the patient. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.